Event description:
It was reported by the health care professional (hcp) that there was a possible pocket infection. The hcp planned to replace the pump and catheter. The medication being delivered via the device was lioresal. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).